Manufacturer narrative:
This report is for unknown plates. Part#, lot# and UDI # is not available. PMA/510(k) number is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: sisto, r. Et al (2012), "internal fixation of displaced proximal humeral fractures with philos plate: complications and functional outcomes," journal of orthopaedics and traumatology, vol. 13(s1), pages s91-s123 (italy). The purpose of this study is to evaluate the results of open reduction and internal fixation of three and four-part fractures of the proximal part of the humerus and the functional limitations of patients. A total of 161 consecutive patients underwent open reduction and internal fixation with screws and unknown synthes philos plate. The average follow-up was 51-month (min. 18; max. 96 month). The following complications were reported as follows: 19% of patients had poor results according to constant-murley score. 18% of patients need a second surgical treatment to remove plate to reduce pain. This report is for an unknown philos plate. It captures poor results according to constant-murley score and pain. This is report 1 of 2 for (B)(4).